Event description:
It was reported that an ilet bionic pancreas displayed malfunction alert 57 indicating a software runtime error, which persisted despite up to three device restarts and led to device replacement and transition to backup therapy; blood glucose levels were reported as unaffected. Symptoms included no adverse clinical effects. Outcomes included temporary interruption of ilet therapy and continued cgm use with the dexcom app or receiver. Investigation of this case revealed a persistent software runtime error associated with device malfunction that was not resolved by power cycling. It was concluded that the cause was a software-related malfunction of the device.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.